Manufacturer narrative:
Date sent to FDA: 12/06/2018. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an open incarcerated incisional hernia repair on (B)(6) 2011 and mesh was implanted. It was reported that the mesh was removed on (B)(6) 2012, and was ¿seen to be scarred and deformed.¿ the patient reportedly continues to experience abdominal pain. No additional information was provided.